Manufacturer narrative:
This report is submitted on 21 august 2020.

Event description:
Per the clinic, the patient experienced a loss of osseointegration, resulting in fixture loss. Re-implantation is planned but has not taken place as of the date of this report.